Manufacturer narrative:
(B)(4). The pump has been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.

Event description:
It was reported that the pt began hearing an alarm on (B)(6) 2011. The pt experienced increased spasms and sweating. The pump was interrogated on (B)(6) 2011 and a motor stall occurred the day before. The pt was started on oral baclofen and ativan IV, to control baclofen withdrawal symptoms. The elective replacement indicator on the pt's pump read 21 months. The pt's pump was replaced and there was no injury reported. The medication being delivered via the device was lioresal 2000 mcg/ml. Additional info has been requested, a f/u report will be sent if additional info becomes available.